Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cervical ablation, while using the device at coagulation setting of 50, the surgeon noticed the appearance of the electrode wherein the coating was melting. Nothing fell into the patient's cavity. They discontinued using the electrode, and replaced it with a new one. They turned down the output to 40, and continued the case normally. Biomed checked outputs of generator and confirmed that it was working correctly. There was no patient injury.